Manufacturer narrative:
On 12-may-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large in which the "faucet" (three-way stopcock valve) of the vizigo leaked liquids. The device was replaced and the procedure was completed. There was no surgical delay, fragments generated, or patient consequences. Device evaluation details: visual analysis on external surfaces revealed that the three-way valve was found cracked. The damage observed could be related to excessive force or manipulation applied during the procedure; however, this could not be conclusively determined. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees. The report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported, that an unknown patient underwent an atrial fibrillation (afib) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath - large, in which the "faucet" (three-way stopcock valve) of the vizigo leaked liquids. The device was replaced and the procedure was completed. There was no surgical delay, fragments generated, or patient consequences. There was no hemostatic valve or brim cap breakage/dislodgement. Only a few cc's of blood loss was noted. Side port leakage is MDR-reportable.

Manufacturer narrative:
On 3-apr-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).